Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that she was having problems with reservoir and the blood glucose levels were rising. The current blood glucose reading is 208 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was vomiting. Husband had taken her to hospital. Diagnosed diabetes ketoacidosis. Hospital treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.